Event description:
Healthcare professional reported "rupture of the left implant". Later healthcare professional reported "complete disintegration of left implant" confirmed via ultrasound. This record if for left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted and replaced. Healthcare professional further reported "complete disintegration of left implant".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of the left implant". This record if for left side. Device remains implanted.